Manufacturer narrative:
The device was returned for investigation and received at acumed, acumed has previously established a the root cause through acumed's health hazard evaluation process.

Event description:
It was reported by a company representative, that a fracture of the screwdriver shaft tip during surgery. The broken tip was successfully retrieved; however, this resulted in a minor delay to the procedure. The procedure was completed using another device of the same reference available in the kit.